Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery was possibly at end of life due to not being able to interrogate and patient's heart rate was in the 40s. The device was explanted and replaced. No further patient complications were reported as a result of this event.